Manufacturer narrative:
Customer's meter (B)(4) was returned and tested with test strips lot # 45001e036. The complaint was not confirmed and no new issues were observed. All results were within the range specification. Note: customer returned additional test strip lot #45001a877 and it is unknown which test strip contributed to the reported issue. The second lot was tested during investigation and all results were within the range specification.

Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a readings of 3.7 mmol/l and 5 mmol/l compared to lab results of 1.7 mmol/l and 2.2 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.